Event description:
Boston scientific received information that this right ventricular lead exhibited high out of range impedance measurements. Of greater than 2500 ohms. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.